Event description:
Fall and "broke her arms."

Manufacturer narrative:
It was reported that "my mom had a bad fall and broke her arm ans smashed her face when the brakes failed". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.